Manufacturer narrative:
Additional information: upon follow up it was reported the patient passed away, during hospitalization. The cause of death was reported as due to general weakness. It was not reported if an autopsy was performed. It was reported therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. The outcome of the peritonitis event was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. The patient was hospitalized due to the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow up.